Event description:
Procedure performed: ni. Event description: inzii retrieval system inserted in abdomen through port. Bag opened and tissue collected in bag. Resident pulled back inzii retrieval system handle. When resident pulled the handle back, device broke and 2 metal pieces and 1 plastic piece were found in patient abdomen. Broken pieces removed from abdomen through vagina. All pieces of retrieval system were obtained. [Name] compared broken retrieval system to newly opened retrieval system to verify. Product is available for return. Additional information was received via email on 29jul2022 from [name], supply logistics coordinator [hospital]. The event occurred on (B)(6) 2022. It us unknown what procedure was being performed. There was no patient injury, patient is ok. It is unknown what other instruments were being used at the time of the event. It is unknown how the case was completed after the event occurred. It is unknown if the support detached from the introducer and remained inside the bag cuff. The white cap did detach from the device. Patient status: no patient injury, patient is ok. Intervention: all pieces were removed from the patient.

Manufacturer narrative:
The event unit is anticipated to return the applied medical. A follow-up report will be provided up the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken device. The actuator was broken and outside of the tube, which was bent. It was also observed that the metal supports and the cap, an internal plastic component, were detached from the actuator. Based on the evaluation of the returned unit, it is likely that the supports and cap detached due to the actuator breaking. It is possible that the tube and actuator were damaged due to the handling of the introducer. It is also possible that the tube and actuator were more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: ni. Event description: inzii retrieval system inserted in abdomen through port. Bag opened and tissue collected in bag. Resident pulled back inzii retrieval system handle. When resident pulled the handle back, device broke and 2 metal pieces and 1 plastic piece were found in patient abdomen. Broken pieces removed from abdomen through vagina. All pieces of retrieval system were obtained. [Name] compared broken retrieval system to newly opened retrieval system to verify. Product is available for return. Additional information was received via email on 29jul2022 from [name], supply logistics coordinator [institution]. The event occurred on 25jul2022. It us unknown what procedure was being performed. There was no patient injury, patient is ok. It is unknown what other instruments were being used at the time of the event. It is unknown how the case was completed after the event occurred. It is unknown if the support detached from the introducer and remained inside the bag cuff. The white cap did detach from the device. Patient status: no patient injury, patient is ok. Intervention: all pieces were removed from the patient.